Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2013 with the implant of an afx bifurcated stent graft (bsg), two (2) afx infrarenal aortic extensions and an afx limb stent graft. Approximately 5.5 years post initial procedure, a type iiib endoleak was discovered during a routine follow-up visit. A secondary procedure was completed on (B)(6) 2019. The physician elected to reline the original implanted devices with an afx2 bsg and two (2) ovation ix extenders which reportedly successfully resolved the type iiib endoleak. The patient was reported as doing fine post secondary-procedure. (Previously reported in MDR#: 2031527-2019-00110). Routine follow-up conducted on (B)(6) 2026 identified that the original type iiib endoleak in the afx bsg from the index procedure began to leak around the top of the secondary afx2 bsg, apparently because the physician elected not to go all the way up to the renals with an afx vela suprarenal stent graft. Reportedly, the type iiib endoleak began to show and fill the sac again. A tertiary reintervention was completed on (B)(6) 2026. During this procedure the right common iliac artery became aneurysmal and the right external iliac artery became occluded down to the right common femoral artery. The physician elected to coil the right internal iliac artery and convert to aorto-unilateral-iliac with a medtronic (non-endologix) device, excluding the right side. Patient was reported to be stable post-tertiary procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.